Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that at the initial implant surgery the patient's urethra measured at 4.25 cm so the physician decided to implant a 4.5 cm cuff. The patient continued to experience urinary incontinence following the procedure. The physician determined that a revision surgery was necessary to implant a smaller sized cuff. The 4.5 cm cuff was explanted and a new 4.0 cm cuff was implanted. There were no other complications to the patient and he has fully recovered following the procedure.